Event description:
Hosp report: "fluid did not flow, causing unit to blow dry air to pt. Device malfunction - that is, the device did not do what it was supposed to do." MFR: the hosp had not contacted vapotherm to file a customer complaint or request service for their precision flow (pf) unit prior to vapotherm receiving the medwatch form. The pf is used to condition breathing gases with warmth and humidity for the comfort of the pt. The pf is designed to continue to deliver breathing gas when there is a performance issue although the gas will not be conditioned. The unit is designed to issue an audible alarm when the unit experiences difficulty with the water system. The pf operating instruction manual advises the user; "if the device is damaged or not working properly. Do not use. Contact vapotherm or your authorized vapotherm representative."